Manufacturer narrative:
(B)(4). The device is reported to be available for evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that homechoice automated pd set with cassette leaked from holes in the cassette. This was noticed during priming, when the patient observed the floor was wet and opened the homechoice (hc) machine¿s door. The reporter stated that they then noticed a small pin hole on the cassette. There was no patient injury or medical intervention associated with this event. No additional information is available.